Manufacturer narrative:
H.6. Investigation summary a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA (B)(4). Has been initiated.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. Erroneous results were reported out and the patient had additional surgery due to the results. The following information was provided by the initial reporter: "patient had knee aspirate and gram stain on synovial fluid was called gram positive cocci. Based on report. Orthopedist performed flush and further debridement, started vancomycin, collected additional sample and gram stain was negative. Initial gram stain was performed on (B)(6), additional procedure performed on (B)(6). Patient had additional surgery performed due to gram stain result and unnecessary antibiotics."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. Erroneous results were reported out and the patient had additional surgery due to the results. The following information was provided by the initial reporter: "patient had knee aspirate and gram stain on synovial fluid was called gram positive cocci. Based on report. Orthopedist performed flush and further debridement, started vancomycin, collected additional sample and gram stain was negative. Initial gram stain was performed on 3/28, additional procedure performed on 3/29. Patient had additional surgery performed due to gram stain result and unnecessary antibiotics."